Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency department visit and hypoglycemia. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient was wearing a pod on the skin for an unknown duration of use when medical attention was sought. Patient alleged the event was related to the device system. The sensor displayed inaccurately elevated glucose values (>400 mg/dl). Based on these readings, insulin corrections were administered via the pod. A subsequent fingerstick blood glucose measurement was 27 mg/dl, indicating severe hypoglycemia. The patient presented to the emergency department and remained under overnight observation. Reported symptoms included shaking, lethargy, and slurred speech. The reported diagnoses were hypoglycemia, with hypoglycemic seizures and hypovolemic shock noted per reporting source. Treatment included intravenous glucose, followed by continued observation. The patient was discharged after one night of observation; the exact discharge date was not specified. Dexcom was notified of the event on 20 april 2026. No additional information is currently available. A supplemental report will be submitted if new information is received.